Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. The customer replaced the power management board and the issue was addressed. The ventilator was returned to use.

Event description:
It was reported that the ventilator was failing during the power fail test and the alarm did not sound for the full 2 minutes. There was no patient involvement. The event date was not specified; estimate used.